Manufacturer narrative:
Investigation results: the complaint of a damaged IV catheter could not be confirmed from the two insyte autoguard needles that were provided for investigation. The needles were received fully retracted. The IV catheters were not returned for investigation; therefore, the complaint could not be confirmed. Although the returned sample condition and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: (B)(6) 2025. Unable to advance catheter due to needle going through catheter while in the vein. Had to re-stick patient.